Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared intact. The inflation syringe and obturator were not received. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopically assisted proximal gastrectomy procedure, the balloon was hard to inflate. There were no other problems and the surgery was completed. The patient status is alive with no injury.